Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge, then resumed insulin use. Reportedly, the customer was sent a replacement pump.